Event description:
Correction: previous reported: a customer reported failing 2025 chemistry core 1st event american proficiency institute (api) survey testing for beta human chorionic gonadotropin (bhcg) on the aia-360 analyzer. The customer stated the failure was for ch-04 and ch-05. Technical support specialist (tss) confirmed when the customer last performed calibration, and the quality control (qc) passed prior to running the survey samples. The customer only provided results for the failed samples. Tosoh quality lab passed all five proficiency samples. A field service engineer (fse) was dispatched to address the reported event. Corrected: a customer reported failing 2025 chemistry core 1st event american proficiency institute (api) survey testing for beta human chorionic gonadotropin (bhcg) on the aia-360 analyzer. The customer stated the failure was for sample hcg-04 and hcg-05. Technical support specialist (tss) confirmed when the customer last performed calibration, and the quality control (qc) passed prior to running the samples survey. The customer only provided results for the failed samples. Tosoh quality laboratory passed all five proficiency samples. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences.

Manufacturer narrative:
Correction: previously reported: a field service engineer (fse) went to the customer site and confirmed the reported issue by review of the past quality control (qc) data and american proficiency institute (api) results from february 2025. The fse identified that the beta human chorionic gonadotropin (bhcg) level 2 qc was out low for a couple days in february, however qc results since have been consistently within acceptable range. Review of the calibration and maintenance log did not show any correlation to the failed api testing. The fse performed an inspection on the analyzer which included sampling precision, confirming substrate delivery, and confirmed wash operation. The fse then inspected the detector and cleaned the incubator table. Fse also verified the proper level sensing (cup=200ul and tube=524ul) and clot detection (c-b=-102). The fse made adjustments to the b/f probe alignment and verified the incubator temperature (36.4c to 36.9c), and wash temperature (39.8c to 39.1c). The fse validated the analyzer by running calibration with results within acceptable range. No further action required by field service. The aia-360 is operating as expected. Correction: a field service engineer (fse) went to the customer site and confirmed the reported issue by reviewing the past quality control (qc) data and american proficiency institute (api) results from february 2025. The fse identified that the beta human chorionic gonadotropin (bhcg) level 2 qc was out low for a couple days in february, however qc results since have been consistently within acceptable range. The fse reviewed the calibration and maintenance log, however there was no correlation to the failed api testing. The fse performed an inspection on the analyzer which included sampling precision, confirming substrate delivery, and confirmed wash operation were within specifications. The fse then inspected the detector and cleaned the incubator table. Fse also verified the proper level sensing (cup=200ul and tube=524ul) and clot detection (c-b=-102). The fse made adjustments to the b/f probe alignment and verified the incubator temperature (36.4c to 36.9c), and wash temperature (39.8c to 39.1c). The fse validated the analyzer by running calibration with results within acceptable range. No further action required by field service. The aia-360 is operating as expected.

Manufacturer narrative:
A field service engineer (fse) went to the customer site and confirmed the reported issue by review of the past quality control (qc) data and american proficiency institute (api) results from (B)(6) 2025. The fse identified that the beta human chorionic gonadotropin (bhcg) level 2 qc was out low for a couple days in february, however qc results since have been consistently within acceptable range. Review of the calibration and maintenance log did not show any correlation to the failed api testing. The fse performed an inspection on the analyzer which included sampling precision, confirming substrate delivery, and confirmed wash operation. The fse then inspected the detector and cleaned the incubator table. Fse also verified the proper level sensing (cup=200ul and tube=524ul) and clot detection (c-b=-102). The fse made adjustments to the b/f probe alignment and verified the incubator temperature (36.4c to 36.9c), and wash temperature (39.8c to 39.1c). The fse validated the analyzer by running calibration with results within acceptable range. No further action required by field service. The aia-360 is operating as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints found during the searched period. The st aia-pack analyte application manual for bhcg states the following: evaluation of results quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack bhcg, the highest concentration of total beta hcg measurable without dilution is 400 miu/ml, and the lowest measurable concentration is 0.5 miu/ml (assay sensitivity). Although the approximate value of the highest calibrator is 200 miu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 400 miu/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for total beta hcg. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported event was due to an alignment issue with the b/f probe; however, the cause of the misalignment was not established.

Event description:
A customer reported failing 2025 chemistry core 1st event american proficiency institute (api) survey testing for beta human chorionic gonadotropin (bhcg) on the aia-360 analyzer. The customer stated the failure was for ch-04 and ch-05. Technical support specialist (tss) confirmed when the customer last performed calibration, and the quality control (qc) passed prior to running the survey samples. The customer only provided results for the failed samples. Tosoh quality lab passed all five proficiency samples. A field service engineer (fse) was dispatched to address the reported event.